Event description:
It was reported that post-implant, the patient coded. An x-ray showed the atrial lead had perforated the right atrial (ra) and the tip was resting in the pleural space. The ra was repaired and the atrial lead was explanted. The patient was in stable condition and recovering.